Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) outer insulation breached cut.

Event description:
It was reported during the implant procedure during the insertion of ventricular lead , the doctor noticed blood in the insulation and requested a new lead. A new lead was inserted. No patient complications have been reported as a result of this event.